Event description:
It was reported that the operating room has a broken flat panel inner handle which needs to be replaced. There was no reported pt involvement nor adverse consequences.

Manufacturer narrative:
This product does not have an expiration date. The product was not returned to the manufacturer therefore no evaluation was performed. However, the reported issue is known to be a problem. Once the flat panel handle is broken, it is likely that the sterilizable cover which fits over the handle, will no longer attach properly. This failure may lead to the cover falling. In this case, it is unknown how the handle broke or if the cover fell. Attempts were made for this information. This is not a single use device.